Manufacturer narrative:
While it is unk if the aquasil ultra used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803.

Event description:
It was reported that a pt "had a reaction to aquasil ultra." There is no info regarding the type of symptoms experienced, the duration of the reaction, or whether any medical intervention was required as a result.